Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. Examination of the product involved may provide clarification as to the cause for the reported failure. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: 2024137, medical device expiration date: 31-dec-2026, device manufacture date: 24-jan-2022, medical device lot #: 2010821, medical device expiration date: 31-dec-2026, device manufacture date: 10-jan-2022.

Event description:
It was reported that 2 bd safetyglide¿ needle were clogged. The following information was provided by the initial reporter: cannot get vaccine to go through needle, or pull up on the plunger.